Event description:
A patient reported experiencing inaccurate results with an ot ultra meter. The patient's blood glucose results were 383mg/dl, 290mg/dl. Tests were done <10 minutes apart with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.